Event description:
An elderly female patient has a history of aortic stenosis and coronary artery disease (cad). While performing prep for tavr procedure, the micro-puncture sheath hub became separated from sheath and lodged in pt's left femoral groin site. By accessing the right groin, broken sheath was then retrieved using a guidewire. Transcatheter aortic valve replacement (tavr) procedure was aborted. Patient discharged home. "Short history: the patient came in for transcatheter aortic valve replacement. The patient's sheath after the access into the left groin was found to be embolized and broken. On fluoroscopic examination, it was found to be in the common femoral artery of the left side. Manual hemostasis was applied to make sure that the patient does not bleed as well as the sheath does not move. I had been called to evaluate the patient in this unfortunate circumstances and the possibility to retrieve the device. Operative detail: access was taken in the right groin and by the micropuncture sheath, and ultrasound and we upsized it for 8-french arrow sheath 25 cm. Subsequently, I used im catheter over the glidewire to cross into the contralateral groin. Glidewire was placed into the sfa of the left side, making sure that we did not dislodge the embolized sheath, which was already being under manual pressure from the outside compression by my nurse. Subsequently, we used 6-french destination sheath and advanced into the external iliac artery. Subsequently, I took 6-french jr4 guide catheter and advanced it very close to the embolized sheath. I took long several wire worth 0.014 wire and make a snare loop, which was used to snare the embolized sheath into the jr4 guide catheter and subsequently pulled into the 6-french destination sheath. Once it was ensured that the embolized sheath was evaluated in the destination sheath, the whole destination sheath, jr4 guide and embolized device was taken out in one piece. Subsequent fluoroscopic images did not reveal any embolized pieces in the body. The embolized device was sent to the pathology lab. Post-procedure, groin was held manually. Subsequent groin shot showed no evidence of perforation or dissection of the digital subtraction imaging."